Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2022 at 14:35:14, a patient experienced loss of capture on temporary pacing line (tpl) resulting in asystole which did not alarm at the bedside monitor or the central station. There was no adverse event or patient harm reported.

Event description:
It was reported that on (B)(6) 2022 at 14:35:14, a patient experienced loss of capture on temporary pacing line (tpl) resulting in asystole which did not alarm at the bedside monitor or the patient information center ix (pic ix) central station.the device was in use on a patient. There was no report of patient or user harm.